Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was separated and the guidewire platinum coil was severely stretched. From the condition of the guidewire the functional evaluation could not be performed. From the condition of the guidewire it appears to be separated due to excessive torque. However based on the information currently available the exact cause for the reported guidewire broken cannot be determined.

Event description:
It was reported that the subject guidewire was found broken when the physician took it out of the package. And the procedure was completed successfully after changing to a new device. No clinical consequences reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the subject guidewire was found broken when the physician took it out of the package. And the procedure was completed successfully after changing to a new device. No clinical consequences reported to the patient.